Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va0l9lg, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal /pelvic floor therapy. It was reported that the patient had issue with her old ins device, the battery was dead, and the leads had something to do with it. The patient had it replaced with a new battery and lead on (B)(6) 2018. No further complications were reported or are anticipated.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va0l9lg serial# implanted: 2014-(B)(6)explanted: 2018-(B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient fell on their kitchen floor and landed on their buttock sometime in (B)(6). A new battery was installed and so was the lead. The doctor set the new system up to a number 2 on -(B)(6)2018 and the device had corrected the patient's urgent urinary needs.